Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report reference number: 3006705815-2021-00722. It was reported that the patient had no stimulation. A field representative attempted to raise the strength but the patient was unable to feel anything on the left side. X-rays revealed that the left lead tail had pulled out of the ipg header. As a result the patient underwent surgical intervention in which the ipg was explanted and replaced. During the procedure, no physical damage was noted but the tip of the lead would not fit into the ipg header.

Manufacturer narrative:
A patient lost stimulation and experienced invalid impedance was reported to abbott. X-rays revealed that left lead had pulled out of the ipg header. Lead was revised. As a result, the patient's ipg was explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2021 wherein the lead was replaced and therapy was restored.